Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/5/2021. H.6. Investigation: fifteen sealed 31g x 5mm pen needle samples were returned from lot. No. 0147037, cat. No.325107. Visual examination was carried out on the 15 all fifteen samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that 1 bd micro-fine ultra ¿ 0,25mm. (31g) x 5mm needle broke off during use. The following information was provided by the initial reporter : (B)(6) 2021 the patient wanted to take the pen out, the needle broke and stayed in the stomach. The doctor who was unable to remove it and an emergency clinic doctor tried to remove it without success. Ultrasound to locate where the needle was also without result. The doctor instructed to stay with the needle inside. The diabetologist who got an appointment the next day at the hospital for an x-ray and the surgeon operated on me on the 17th march with no result, patient went home still with the needle inside. Lot 0147037.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine ultra ¿ 0,25mm. (31g) x 5mm needle broke off during use. The following information was provided by the initial reporter : on (B)(6) 2021 the patient wanted to take the pen out, the needle broke and stayed in the stomach. The doctor who was unable to remove it and an emergency clinic doctor tried to remove it without success. Ultrasound to locate where the needle was also without result. The doctor instructed to stay with the needle inside. The diabetologist who got an appointment the next day at the hospital for an x-ray and the surgeon operated on me on the (B)(6) with no result, patient went home still with the needle inside. Lot 0147037.